Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that there were 11 patties instead of 10. Noticed during a count prior to surgery.